Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: date: 2008, inratio: 5.0, lab: 3.2. Two weeks ago, 5.0, 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008. Inratio: 5.0, lab: 3.2, mean: 4.1, confident limits: 2.4-6.1. Two weeks ago: 5.0, 3.0, 4.0, 2.3-5.7. The inratio and lab readings are within the confident limits as per our internal procedure tr#0150 rev.2. Product will not be investigated.